Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, unusual markers are present on the egm of the remote report "vv2p"

Event description:
Reportedly, unusual markers are present on the egm of the remote report "vv2p".

Manufacturer narrative:
Analysis of the provided files confirmed the issue. It was a temporary translation issue, related to the remote monitoring system, which could not be reproduced. No issue is suspected on the subject ICD the results of this investigation are retained and utilized for trending purposes.